Event description:
The company was notified of the incident in 2004 through its distributor in another country. During a coelio surgery, the surgeon was attempting to perform cystic ligation using an automatic hem-o-lok endo5 applier, when the jaw became disconnected from the applier. The surgeon used an endoscopic grasper to retrieve the jaw. No injury to patient or any further medical complications at the time of this report.

Manufacturer narrative:
Device has not been returned. Request for return was submitted in 2004. Applier has not been returned for evaluation. After return of applier and evaluation, a follow up report will be submitted.